Manufacturer narrative:
As we were informed by the distrutor, the ratchet of the retractor broke during routine retraction of soft tissue. The hosp confirmed that there was no pt injury. This incident occurred at the hosp in another country. The instrument in question was thoroughly checked by assistant to the safety officer as well as ceo: from the lot no. 6a we can learn that the instrument was manufactured in the first half-year of 2006. During this period 200 pcs. Of these instruments have been delivered to the distributor. Since 12/03, when we started delivery of this article to the distributor, we have delivered a large quantity to the distributor and have not rec'd a complaint of any nature relating to this type of article. The production documents prove that the instrument was manufactured in accordance with the given production specifications. Inspecting the instrument visually, we noticed the ratchet to be borken. The appearance of fracture of the ratchet pin (rough and uneven) as well as the welding seam around the ratchet, show no discrepancies (please see below picture). In order to be able to determine the possible cause for the breakage, we would have to investigate the ratchet part that is broken off. If available, please let us have this part for eval purpose. Conclusion: no conclusion can be drawn as to the exact cause for the broken ratchet. Since this evaluation indicates no defect of material, no defect in design or any defect in manufacturing, we feel that no corrective measure is to be taken on our part. This incident is classified as being not security relevant as per the guideline of the european union: and is also not subject to be reported since no pt injury was implicated.